Manufacturer narrative:
(B)(4). Summary of investigational findings: the returned wire was severely damaged in the distal end. Only 2 cm of the coil were left. The mandril had a kink 8 and 9 cm distal from the welding. The coating is thin and irregular near the laser weld, possibly tolerance in the manufacturing process or worn by friction. The diameter on the non damage part of the wire was in compliance with the specifications. No biological matter, hardened contrast fluid or other particles were observed. The severe damage on the distal end of the wire could be caused by use of excessive force during withdrawal of wire, and it is assumed that the missing part of the coil is stuck in the zsle- ((B)(6)), and thereby, no unintended section of the device remained inside the patients body. The failure to access deployment site could be caused by e.g. Narrow vessel diameter, stenosis, thrombosis, calcification, and/or tortuous anatomy. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: patient had an endoleak. The physician coiled first, and then advanced the zsle-13-74-zt to extend past internal and there was extreme tortuosity. The graft would only advance enough to have a half stent overlap. The zsle-13-74-zt wasn't moving ((B)(4)), so the physician decided to change to a stiffer wire, but could not get the wire out that was in place ((B)(4)) [1cm of wire noted to be frayed during investigation]. After they really pulled, the wire came out. The physician then tried to advance a new lunderquist, and it would not advance past a certain point ((B)(4)). The physician then decided to pull the graft and wires out and potentially come back another day. The graft did have a slight bend in the gray tip which the physician straightened, and upon review it looked completely fine for use. This bend was noted prior to use. Additional information received on 31oct2018: device: tscm-35-xxx-(e)-les(dc) - lunderquist extra-stiff wire guide. Failure mode observed: the wire not loaded (wire guide #1) measured to be 263 cm. This wire was frayed 13 cm from the distal tip measuring 1 cm length for the frayed area. Its od measured 0.03600". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.